Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and upon resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunctions reoccur.